Manufacturer narrative:
This device is available for testing and eval but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during ptca of a lesion in the mid left circumflex of 18mm in length in a 3.0mm vessel diameter, while inflating the balloon during predilatation, it did not deploy properly or at all. The (b2) lesion was moderately calcified with moderate vessel tortuosity. No anomalies were noted on the device during prepping. The pt was in stable condition following the procedure. Visual exam of the returned product showed leakage 25cm from distal end.